Event description:
It was reported that patient had discomfort at the battery site. The physician gives pain patches to treat the discomfort and was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.